Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: blood clots, ivc stenosis, caval thrombosis, migration, embedment, complex removal, bleeding, perforation and fracture. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Bleeding, blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: blood clots, ivc stenosis, caval thrombosis, migration, embedment, complex removal, bleeding, perforation and fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received. Patient code '3191' was used for "blood in urine. Patient code '1994' was used for 'kidney pain. Additional information received per the patient profile form (ppf) states that the patient experienced tilt, perforation of the filter struts outside the inferior vena cava (ivc), fracture, migration of the fractured struts, filter embedded in wall of the ivc , blood clots, clotting and /or occlusion of the ivc. The patient became aware of the reported events approximately thirteen years two months after the index procedure. There were two removal attempts on the same day approximately thirteen years and four months after the index procedure. The device was removed during the second attempt. The form states that a part of the filter strut remains in the body, possible in the ivc wall and/or piece in the lung. Additional information received per the medical records indicate that the patient has a history of intracranial hemorrhage precluding medical anticoagulation therapy. The indication for placement of the filter was deep vein thrombosis in the left leg. The filter was deployed via the patient's left common femoral vein. It was placed below the level of the renal veins. There were no complications. The patient tolerated the procedure well. Additional medical records also state that the patient has experienced pain and mental anguish. The patient experienced leaking urine, blood in urine and sharp pain in their kidney which lead to hospitalization. It was determined that the ivc filter had fractured and was 'poking' the patient ureter. Stents were placed and the patent experienced bleeding, pain and mental anguish. The patient reported that upon removal of the ivc filter, a small tear was made in a vein which bleed into the patient's groin. Subsequently this caused nerve damage and left the patient immobile, in pain and with right leg weakness. Blood was lost which lead to a blood transfusion and evacuation of blood accumulation from the patient's groin area. The patient states that a portion of the filter had migrated to their lung was not able to be removed. The patient continues to experienced anxiety, depression and has developed unspecified heart issues. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes intracranial hemorrhage. The indication for filter was deep vein thrombosis (dvt). The filter was deployed below the level of the renal veins. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to blood clots, ivc stenosis, ivc thrombosis, migration, embedment, complex removal, bleeding, perforation and fracture. Per the medical records, the filter had fractured and lead to blood in the urine, pain in the kidney, and leakage of urine from filter struts ¿poking¿ the ureter. Per the patient profile form (ppf), the patient reports tilt, perforation of the ivc, fracture, migration of the fractured struts, embedded, blood clots, clotting and /or occlusion of the ivc. Approximately 13 years post implant, there was one unsuccessful removal attempt and then a successful removal. Portions of the filter remain in the body, possibly in the ivc wall and/or in the lung and are not retrievable. During the successful removal, damage to the vein caused bleeding into the groin, resulting in nerve damage, immobility, pain and right leg weakness. Blood loss lead to a transfusion and evacuation of a hematoma. The patient further reports anxiety, depression and unspecified heart issues. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding tissues; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood in the urine, leakage of urine and kidney pain associated to perforation of a ureter, while not specifically listed in the IFU, as a known event associated to perforation of tissues from the ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Bleeding and nerve damage are known potential adverse events associated to all invasive procedures, and as such could be expected during an ivc retrieval attempt. These events are related to the procedure itself and operator technique at the access site, rather than the filter that was being retrieved. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.